Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed she awoke with a wet infusion site after she changed the site the night before. The patient reportedly was feeling very sick when her blood glucose was elevated to 400 mg/dl due to an infusion site issue. The patient received IV fluid treatment at the hospital. The patient refused to troubleshoot the animas insulin pump since she feels the issue is related to the site. The patient is off of animas insulin pump therapy until she consults with her healthcare provider. This complaint is reported due to an infusion site issue which is associated with animas insulin pump therapy. Subsequently, the patient required medical intervention suggestive of hyperglycemia.